Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse effects, number 2 states, "early or late postoperative infection, and allergic reaction". The scratches and wear marks on the bearing's articulating surfaces are consistent with damaged caused by foreign particles. The bearing also displays damage that is consistent with removal damage. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010, due to infection. Wear was noted on the tibial bearing during removal of the implant.